Event description:
Customer reported that the vertical column buttons are not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power motor relay board. System operates as intended.